Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure code 804:26. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 804:26 was confirmed during product evaluation. This failure occurred after reset manual tube release was cleared. No repair is needed to correct this reported condition. The device was tested per baxter procedure.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to a software failure.